Event description:
It was reported by the field service representative that an oxygen sensor cartridge from his van stock had leaked at the end opposite the connection. There was no apparent damage to the sensor cartridge. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.